Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported tubing leaked while connected to a patient in the nicu. There was no harm.

Manufacturer narrative:
The customer report that the tubing leaked was confirmed. Visual inspection of the set noted no damage or any anomalies functional testing resulted in no leaking. Pressure testing confirmed leaking at the engagement between the clave and set. The root cause was due to the manual connection between mated components not being fully secure.

Event description:
The customer reported tubing leaked while connected to a patient in the nicu. There was no harm.